Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle and proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of a right common femoral artery attempted with two proglide and two prostyle devices using the pre-close technique via a 5f sheath prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the first device (prostyle) had a suture break. With the second device (proglide), the suture was not present when the plunger was removed. The third device (proglide) had a suture break. The fourth device (prostyle) had a suture break. No other device was attempted. After the evar procedure using a large-bore sheath, hemostasis was achieved via a cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The suture separation was confirmed as a needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties and the subsequent treatment is related to circumstances of the procedure. In this case, it is likely that a posterior needle to cuff miss occurred. There is, therefore, no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 - brand name, d4 - catalog #.

Event description:
Subsequent to the initially filed report, the following information was received: it was confirmed that the two previously reported prostyle devices were a mistake in communication. All four devices used in this procedure were proglide devices. A posterior foot break was found during evaluation of one of the returned devices ((B)(6)). The location of the detached foot is unknown. No additional information was provided.